Event description:
A nasopharyngeal temperature probe broke and the end piece was lodged in the pt's right nare. The anesthesiologist attempted to remove it, but it had slipped further down, so he called in an ent physician, who successfully removed the piece. There was a minimal amount of bleeding following the removal. The probe was discarded once the pt was moved to pacu.